Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced infection near the incision site approximately two weeks post implant. Antibiotics were administered and the implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.